Event description:
It was reported that the zimmer air dermatome was not cutting the derma in equal segments; some thinner than others even though f/u with the customer indicated that the physician began using the dermatome and the graft was too thin. The blade was changed, but the issue continued. There was no pt injury; however, the harvested graft tissue was very thin and the surgeon had to take add'l passes with the dermatome to obtain enough tissue. The surgeon completed the case with the reported device. However, surgery time was extended by ten minutes while the pt was under general anesthesia. It was reported that the dermatome was used with wall nitrogen and an 8 foot extension hose at 100-120 psi.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 12/20/2007 and last repaired at zimmer surgical on (B)(4) 2009 for a non-related issue. Eval of the device observed the 1, 2 and 3 inch width plates to be nicked. The handpiece displayed no damage. Prior to repair, the device was outside of calibration specs at the zero thickness setting on both the left and right side. Lack of calibration and damage to the width plates could have affected the cutting ability of the device; however, as multiple grafts were taking producing different results, the cause of the customer's observed event is most likely incorrect user technique. The device was serviced and returned to the customer.